Event description:
It was reported that the patient with this pacemaker, right ventricular (rv) and right atrial (ra) leads had infection and endocarditis. Furthermore, high pacing impedance, within normal limits, was observed on the rv lead. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted due to the infection and endocarditis. No additional adverse patient effects were reported. The system will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and endocarditis. There were no additional adverse patient effects reported. The rv lead was explanted.